Event description:
Hill-rom received a report from the account stating the bed exit would not alarm. The bed was located in the bed shop at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the bed exit strips were the issue. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2006-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the bed exit strips to resolve the issue. Based on this information, no further action is required.